Event description:
It was reported that approximately two weeks after completion of a da vinci si hysterectomy procedure, it was discovered during a post-surgical check-up that the patient developed erythema at two of the port site incisions. The affected port sites were located at the upper left and upper right quadrants. Reportedly, a pk dissector instrument was installed in the upper left quadrant port site and a monopolar curved shears (mcs) instrument was installed in the upper right quadrant during the surgical procedure.

Manufacturer narrative:
Intuitive surgical contacted the initial reporter of this complaint to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. Additionally, the sterile reprocessing point-of-contact has been contacted for further information. It was stated that the hospital follows isi's cleaning and sterilization protocol step by step, and that additional questions would be answered as soon as approval is obtained from the risk management office. A follow-up MDR will be submitted if additional information is received.